Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that confirmed images saved showed bright ness, contrast and edge enhancement numbers were not set to default which resulted in the over exposed images. Reset brightness, contrast and edge enhancement to default numbers and tested. Images were normal. Completed system checkout and verified system operation. Return to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the images were over exposed. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Troubleshooting stating that technical specialist (ts) adjusted window and level settings with no full resolution.